Event description:
During the surgical implantation of an anterior cervical plate, the surgeon unknowingly used an adjustable drill bit without the adjustable drill stop. Subsequently, the surgeon drilled deeper than intended, resulting in a dual tear. The surgeon completed the implantation of the device. There was no permanent damage to the pt.